Event description:
Asr revision.asr resurfacing - left.reason(s) for revision: pain.

Event description:
Additional reason for revison: noise.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision, asr resurfacing - left, reason(s) for revision: pain. Update- added reason for revision and patient ID. Taken from form 73 dated 25th feb 2013. Reason for revision: noise. Update - amended original surgery date taken from claimsuite dated 7th may 2014. Update - amended revison date. Taken from claimsuite dated 30th june 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr resurfacing - left, reason(s) for revision: pain. Update- added reason for revision and patient ID. Taken from form 73 dated 25th feb 2013. Reason for revision: noise. Update - amended original surgery date taken from claimsuite dated 7th may 2014.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.